Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 3/4 of his automated peritoneal dialysis therapy. Reportedly, the home patient noted moisture along the patient line of the homechoice set. Baxter's technical service center assisted the home patient discontinued therapy for the evening. No patient injury or medical intervention was associated with this incident per the home patient.